Event description:
In early 2009, the lay-user/pt contacted lifescan alleging that the onetouch ultramini meter is giving an "apply sample" message. This complaint is classified according to the documentation of the customer care advocate, as the pt was not available to answer follow-up questions. The pt controls his diabetes with metformin. The "apply sample" issue began the same day. Sometime after the reported issue began, the pt developed symptoms described as "nervous and heart speed went up." As a result of the reported issue, the pt took his usual dose of metformin. The pt indicated he did not receive any treatment due to the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the test technique was correct, the test strip draws the sample in the test area, and the reported issue was resolved with a new vial of test strips. This complaint is being reported because the pt claimed she had symptoms than can be suggestive of hypoglycemia after the "apply sample" issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.